Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: while a cause of this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer implemented a corrective action in april 2010. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. A field action was conducted on april 19, 2010, in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. The device in question was implanted prior to this field action.

Event description:
It is reported that the pt was revised due to the loosening of the tibial component. The surgeon did not use a drop down stem extension with mis tibia component.